Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: addrl1 ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was confirmed to have fractured. The lead also exhibited high thresholds, no capture, and high impedance. The ra lead was explanted and replaced, and during explant it was noted that the insulation of the lead appeared to have worn down. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.